Event description:
On 01/22/2008, the pt reported that for the past 2 yrs that about every month and sometimes once per week he "goes to sleep and doesn't wake up." He stated he has narcolepsy. He stated that this issue only occurred with his previous infusion device which "timed out" for technical inspection and was returned in 09/07. He stated that on some occasions he was found by his wife and she was able to revive him by administering "power gels" and she sometimes called the paramedics. He was unsure how many times the paramedics were called. He was sent a replacement infusion device and stated that since beginning use of the replacement device he has not experienced the concern. Upon follow up with the pt's wife in 2008, she stated that approx once per week the pt would become disoriented and would begin to sweat. She would treat him by giving him power gel, juice or candy. She stated that on 4 occasions she found him completely unconscious and he looked as if "somebody had poured 2-3 buckets of water on him" and "the mattress was completely soaked." She stated that "once or twice" she called the ambulance for assistance and the pt's blood glucose was so low it did not register on the blood glucose monitor. He was given a glucose IV and "it took 30-35 mins for him to be able to say who he was." Neither the pt nor his wife were able to provide exact dates of treatment by paramedics. The pt' wife stated it may have been "the end of 2006 or spring of 2007". The infusion device was previously replaced and returned and will be sent for eval.